Event description:
Customer was hospitalized for low blood glucose levels. Customer reported having low blood glucose levels for two months prior to hospitalization. Troubleshooting performed and pump appeared to be operating normally.